Event description:
During a follow-up call to a peritoneal dialysis registered nurse (pdrn) for a fluid leak during treatment, the pdrn reported the patient was hospitalized the following day on (B)(6) 2023. The patient had a change in mental status, and subsequently was diagnosed with pericarditis and low iron. The patient changed modalities to hemodialysis during the hospitalization. It was unknown if the patient would remain on hd. The pdrn did not know if the patient¿s symptoms were related to pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed no discrepancies. Cycler identifying, disinfecting and disposition form fluid present marked by return goods (B)(6) 2022. The cycler performed as designed and an associated cause could not be determined.

Event description:
During a follow-up call to a peritoneal dialysis registered nurse (pdrn) for a fluid leak during treatment, the pdrn reported the patient was hospitalized the following day on (B)(6) 2023. The patient had a change in mental status, and subsequently was diagnosed with pericarditis and low iron. The patient changed modalities to hemodialysis during the hospitalization. It was unknown if the patient would remain on hd. The pdrn did not know if the patient¿s symptoms were related to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: patients with pericarditis may present with symptoms of decreased cardiac output, which can include altered mental status. Additionally, there is a relationship in certain circumstances between anemia (low iron) and cognitive function deteriorations. This was found in older patients ¿65 and especially in patients with end stage renal disease (esrd). There is no indication that the patient¿s symptoms are related to pd therapy, or the use of the liberty select cycler. The patient¿s pericarditis, an inflammation of the pericardium (sac around the heart) is unrelated to pd therapy. It is most often caused by a virus or an unknown cause. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
During a follow-up call to a peritoneal dialysis registered nurse (pdrn) for a fluid leak during treatment, the pdrn reported the patient was hospitalized the following day on 07/feb/2023. The patient had a change in mental status, and subsequently was diagnosed with pericarditis and low iron. The patient changed modalities to hemodialysis during the hospitalization. It was unknown if the patient would remain on hd. The pdrn did not know if the patient¿s symptoms were related to pd therapy.